Event description:
It was reported that the delrin ball in the locking mechanism of the aseptic battery housing was missing. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no pt involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
A non-conformance was opened in the CAPA process to address this issue. Continued testing to determine a root cause of the event will be performed and tracked in this non-conformance. This issue will be monitored and reviewed in accordance with the CAPA procedures, and if any corrective actions are required, they will be captured and initiated through this process. A f/u report will be submitted when the root cause has been determined.